Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardiac monitor that exhibited under-sensing. No intervention was performed. Patient status was not known.

Event description:
New information received stated that the patient presented remotely via merlin.net. Programming changes were made. The patient was stable.

Event description:
New information received stated that the patient presented remotely via merlin.net. Programming changes were made but the issue persisted, a device replacement is being planned. The patient was stable.